Event description:
Pt received a terbutaline infusion pump to treat preterm labor. The pump kit included a plastic shower bag to protect the pump during bathing. The bag is only sealed with 2 small velcro dots which were secured to the bag with drops of glue by the manufacturer. While pt was showering, the velcro dots separated from the bag and the pump fell 3 feet onto a tiled shower floor. The syringe cover opened, the syringe fell out and water entered the device. Home health instructed pt to dry the device off and continue using it, and refused to replace the pump. 24 hours later, the device began reading an error message "high pressure or syringe empty." Recommended continuing to use the device; prescribing doctor overruled and instructed pt to stop and remove pump.